Event description:
It was reported that during the implant procedure, there was t-wave oversensing (twos) on the right ventricular (rv) lead due to the wide left ventricular (lv) / rv pacing pulse. The pacing delay was changed from 0 - 80 ms without a twos change. The blanking post ventricular pace was extended to 290 ms and twos continued. Rv only pacing does not have twos. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).